Event description:
It was reported that during a low anterior resection a new contour gun cs40g is opened and used well in rectal transaction in second firing dr. Opened new reload cr40g and fired, however, in second firing transaction happened but stapler pins did not get deployed.

Manufacturer narrative:
(B)(4). Date sent 4/21/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 7/1/2025. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the cr40g reload was received void of the staples, the washer partially cut and it had three malformed staples stuck. The knife was recessed below the reload deck. Upon visual inspection of the knife, nicks were noted. Damage to the blade may have caused the staples to be malformed. Please reference the instructions for use. No functional test was performed due to the condition of the reload. In addition, a tyvek was returned along with the reload. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. It should be noted that as part of our quality process al devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 169d38, and no non-conformances were identified.